Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital for emergency treatment 3 hours later due to sudden disturbance of consciousness. The patient was indwelled with a catheter in the emergency department. The patient entered the operating room for craniotomy and hematoma removal. After returning to the room, all drainage tubes including urinary catheters were properly placed. Later it was found that the catheter slipped off, there were no water for injection in the balloon, and the balloon ruptured. It was reported to the doctor and followed the instructions to reset the catheter, and everything was normal after that. Urinary catheter got slipped and it was re intubated, causing pain and increasing the risk of infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used."

Event description:
It was reported that the patient was admitted to the hospital for emergency treatment 3 hours later due to sudden disturbance of consciousness. The patient was indwelled with a catheter in the emergency department. The patient entered the operating room for craniotomy and hematoma removal. After returning to the room, properly place all drainage tubes, including urinary catheters. Later it was found that the catheter slipped off, there was no water for injection in the balloon, and the balloon ruptured. Report to the doctor and follow the instructions to reset the catheter, and everything is normal after that. Slippage of the urinary catheter, the patient needs to be re intubated, causing pain and increasing the risk of infection.